Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's legal guardian reported the patient's blood glucose level (bg) rose to 18 mmol/l (324 mg/dl). The pod was reportedly leaking during wear. The pod reportedly came off the infusion site while playing in the garden, causing the cannula to dislodge.